Event description:
There was an allegation of questionable ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The customer had changed the reference electrode prior to running the patient sample due to calibration issues. The initial na result was 113.9 mmol/l. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 124.7 mmol/l. The repeat result was deemed correct. The na electrode lot number is f73_2022 and the expiration date is 04-nov-2023.

Manufacturer narrative:
The field service engineer (fse) found that there was air in the sipper syringe and that the ise check results were acceptable. The air from the sipper syringe was removed and then cleaned, the sipper probe and tubing were swapped out with another analyzer, and the pinch tubing, the ise sample probe, and the na, cl, and k electrodes were replaced. Ise checks and a 21-cup precision test were performed successfully. Calibration and qc were performed successfully. The investigation determined that the intervention/maintenance performed by the fse solved the issue.